Event description:
It was reported at routine follow up that noise was noted on multiple segms. There was no inappropriate therapy nor externalized conductors noted by fluoroscopy. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.